Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not been using her system for some time. It was reported her spine began to curve and she was referred to a neurosurgeon who determined she had scoliosis. It was reported in september her physician disconnected and removed her leads. The physician left the ipg implanted. Recently, the patient was experiencing intermittent discomfort behind the ipg. Follow up identified the patient reported more consistent discomfort, and was scheduled for a procedure to remove the ipg. It was reported the physician noted there was scar tissue around the ipg site.